Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure, using an 8fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the prostyle device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.